Event description:
It was reported that during the implant, the physician had difficulty pulling the stylet out of the right ventricular (rv) lead and re-inserting it. Per the physician, it was extremely tight. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).